Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating the patient's identifier. The patient identifier has been properly populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. The product photo investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with a 215cc mentor memorygel xtra breast implant, suffered capsular contracture (baker grade iii) on an unspecified breast side, post-procedure. The capsular contracture was diagnosed via ultrasound. As a result, the patient underwent implant explantation and replacement with an unspecified implant on (B)(6) 2020.

Manufacturer narrative:
On march 9, 2021, he mentor failure analysis lab received the device for evaluation. On march 12, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the siltex mod+prof xtra 215cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).